Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # mw2600320000-2022-8158.

Event description:
It was reported while using an unspecified bd alaris tubing set there were issues disconnecting the tubing. There was no report of patient impact. The following information was provided by the initial reporter: rn was removing the tubing from the IV pump, the safety mechanism as designed failed to engaged.

Event description:
It was reported while using an unspecified bd alaris tubing set there were issues disconnecting the tubing. There was no report of patient impact. The following information was provided by the initial reporter: rn was removing the tubing from the IV pump, the safety mechanism as designed failed to engaged.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of component damage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.